Event description:
During a transfemoral tavr procedure the delivery system balloon burst (reference manufacturer report number 2015691-2015-00040). The 26mm sapien xt valve was fully deployed at the time of the balloon burst; however, the valve was deployed too ventricular. There was mild paravalvular leak (pvl) but because of the placement, approximately 20:80 aortic/ventricular, the surgical team elected to place a second 26mm valve. The second valve was placed 50:50; however, upon full inflation the delivery system balloon burst. The valve was in the intended position with trace pvl noted, which did not require post dilation. The patient was transfer to recovery in stable condition. There was heavy calcification in the stj; the valve was initially positioned low to avoid this. It was thought that the calcification pushed the delivery ventricular during deployment, in addition to rupturing the balloon.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported it was thought that the sever calcification in the stj pushed the delivery system ventricular during deployment resulting in the too ventricular deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.